Event description:
It was reported that during a vats lobectomy procedure, the cartridge did not fire completely. The plastic separated from the metal pan. The procedure was completed with a new cartridge. No patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.